Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient used hd therapy and they were charging 4 hours a day. The ins battery was replaced for ease of use and charging. The rep said that, prior to the replacement, electrode 8 had high impedance; after the ins battery replacement all impedances were normal. There were no known factors that could have led to the issue. It was noted that the issue was resolved at the time of the report. No symptoms were reported. No further complications were reported/anticipated.